Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, the reported problem of 'battery error/improper shutdown' was not reproduced because only the battery was returned for service and the event log is not retrievable from the battery module. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be battery cell failure and fluid intrusion on the radio board. The battery module requires scrapping to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module was involved in an improper shutdown. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the follow-up #1 report inadvertently included information in f7: report type. This information is being removed as this MDR is a manufacturer MDR (and not an importer MDR).